Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 215031602 were returned and analyzed. The data files showed 5 applications were performed with a balloon catheter on the date of the event and system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ was confirmed on one application. Also, 4 applications were performed with another balloon catheter and the same system notice was received on an application. Visual inspection of the mapping catheter showed the device loop was misshaped. All 8 electrodes were on the ring. In conclusion, the mapping catheter failed the returned product inspection as its loop was misshaped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was observed that the shape of the mapping catheter tip did not return to its original ¿ring¿ shape. The mapping catheter was replaced. The case was able to be continued and was completed with cryo. No patient complications have been reported as a result of this event.